Event description:
Reporter alleged high blood glucose readings for the past week or so (300-400 mg/dl), pt went to the hospital however no glucose testing was performed. It was reported customer measured in the 300s mg/dl while a friend's meter read 110 mg/dl in back to back testes using the same test strips. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.